Manufacturer narrative:
B4 (corrected to 12/14/2022), g3 (corrected to 1/9/2022).

Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.